Event description:
The user facility reported a 69-year-old female noted as high risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. The access site had a hematoma. The team treated by blood products and re-adjusting the repo sheath and sutures. The hematoma was expressed manually by the technologist in the lab/at bedside.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information provided was sufficient to determine the root cause. Per the clinical information provided, the root cause of the access site bleeding issue was most likely use related to improper technique. This was resolved by suturing and angle matching as per the best practices to achieve hemostasis which suggests best practices were not used before.